Event description:
The user facility's biomedical engineer reported that he found during preventive maintenance that the device was not producing audible alarms. There was no patient involvement.

Manufacturer narrative:
(B)(4). The user facility's biomedical engineer reported that they found during preventive maintenance that the device was not producing audible alarms. The biomedical engineer claimed that they had replaced the device's speaker approximately 2 years ago to resolve this same audio issue, but the replacement speaker didn't correct the issue. The device manufacturer has no record of this problem having been previously reported to the device manufacturer. The biomedical engineer stated that the users have been using the device as is, without audible alarms. The biomedical engineer inquired about it and was provided with options for repair of the device as well as end of life/support information. The biomedical engineer stated that he was going to check with the owner of the device to see if they wanted to pursue the repair and was going to call the device manufacturer back with the details. The device manufacturer followed up with the customer three days later and was advised that the device owner no longer wants to pursue the repair of the device. As a result, there has been no opportunity for the device manufacturer to evaluate the device in order to confirm that an actual malfunction had occurred. The device manufacturer called the biomedical engineer on (B)(6) 2010 to inquire about the current status of the device and was advised that the users continue to use the device and are fully aware that it does not produce audible alarms. Under normal operating conditions, the device produces sounds (other than audible alarms) prior to and during active monitoring. These sounds include: beeps during initial power up, heart rate qrs tones and keypad clicks. In the event of a problem with the device's sound function, these sounds would not be produced. The lack of these sounds serves as a reminder to each user of the capability of the device (lack of audio function) when they initiate monitoring. The user can then choose to implement alternate monitoring if warranted or to use the device without audible functions. Additionally, the device allows users to turn off alarm volume or to turn off alarms for each individual parameter. Therefore, the lack of audible functions itself is not considered as a health risk, if users are aware. Because users are aware (and have chosen by non-repair) that the device does not produce audible alarms and because the lack of other sounds normally present prior to and during active monitoring serves as a reminder to each user of the capabilities of the device, the device is considered safe for continued use. No further investigation or action is warranted.